Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the device was used for sub total gastrectomy procedure. The handle ratchet could no be released so resection of tissue was done to remove the device from the tissue. There was no bleeding and no pt injury.